Event description:
Customer states the chair randomly slows down and the speed indicators move down to the turtle speed. Customer states the end user is not accidentally hitting the button, and the joystick has been replaced numerous times. He states he watched the customer drive it and it couldn¿t be user error. Advised customer to contact motion concepts to see if their inhibit line on this chair could present this way. Advised it could only be the joystick, or the motion elevate system, but dealer insisted it could be the control module.